Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# unknown, product type: accessory. (B)(4).

Event description:
The consumer reported a poor communication screen on the programmer. It would not interrogate. The programmer was in the patient's pocket when he fell. It was noted the patient was able to use his recharger to turn off the implantable neurostimulator (ins). When the patient fell, it messed up his leg. A replacement programmer was sent to the patient. When the patient used his old antenna, it was not working. The antenna did not work. The patient though that maybe the wires were torn. There was a damaged antenna. A new antenna was sent to the patient. Relevant medical history included failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding messed up leg. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.